Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: confirmed the device was discarded into medical waste due to it being the last firing and staff forgot to keep it for the quality report.

Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: is the device available for return and evaluation?

Event description:
It was reported that during a lobectomy procedure, the device fired on seventh firing but the knife did not return. Manual override was used to release from patient. Procedure completed with same/like device. There was no adverse consequence to the patient.